Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The patient reported experiencing a hypoglycemic event while using the dexcom g7 cgm system. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, throughout the day on (B)(6) 2025, he experienced intermittent periods of brief sensor issue in which his readings returned after each brief period of the issue. Later in the day, however, while he was sleeping, the patient reportedly experienced another period of brief sensor issue that lasted over three hours. During this time, the patient stated that he woke up in a hypoglycemic state with low blood glucose levels. After trying independently and unsuccessfully to raise his glucose levels, the patient called for an ambulance and was transported to the hospital where he was treated with intravenous medication. He was released from the hospital after three hours and was at home in stable condition at the time of contact the following day. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4).